Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. The plan is to reassess the estimated battery longevity in a few months, due to the patients age it is unlikely that the device will be replace. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was suspected to be exhibiting premature battery depletion. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Boston scientific technical services recommended device replacement because of this anomaly. The plan is to reassess the estimated battery longevity in a few months, due to the patients age it is unlikely that the device will be replace. No adverse patient effects were reported. This device remains in-service.